Event description:
It was reported that during a prostate procedure the "fiber tip popped off". A second fiber was used and the fiber tip also popped off. A third fiber was used and the fiber tip also popped off. The procedure was completed with a fourth fiber. Tip detached inside patient and was retrieved by a "toomey syringe". Patient outcome: "physician happy with laser/hemostasis, patient doing well". This report is for the second fiber.

Manufacturer narrative:
Reference MFR report #: 2937094-2013-01384. Reference MFR report #: 2937094-2013-01386.